Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 2.50x28 synergy ii drug eluting stent was advanced but failed to cross the lesion. However, upon removal, the stent embolized and was not retrieved. Surgery was performed to remove the stent. The surgery did fine and the patient is still on vent, stable.